Event description:
Complainant alleged that when the autopulse was restarted after being paused, it only performed 5 compressions and then stopped. This incident occurred 3 consecutive times. The lcd displayed "check patient alignment". The customer indicated that the patient was properly aligned and strapped onto the platform with the shoulder restraints secured. The patient's head however was not secured. At least one attempt to readjust the patient's position was performed. Prior to this incident, the device had been performing compressions for 3 minutes. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for analysis. Visual inspection of the returned platform revealed no damage to the platform. Review of the archive data was performed and the reported complaint of the platform stopping compressions was confirmed. The archive data showed that ua17 (max motor on time exceeded during active operation) and ua2 (compression tracking error) occurred on the reported event date of (B)(6) 2014, after a few compressions. The archive also exhibited a user advisory 18 (max take-up revolutions exceeded) message on the reported event date, however this is unrelated to the reported complaint. Functional testing was performed and the reported issue of the platform stopping compressions was confirmed. During testing with the large resuscitation test fixture (lrtf), ua17 and ua2 were observed after a few compressions. The original motor controller board was removed and the test motor controller board was installed into the returned platform. The platform was then run with the lrtf, however the ua17 and ua2 did not recur. In an attempt to reproduce the user advisories, the original motor controller board was re-installed into the platform and run with the lrtf. No faults were observed. Additionally, the platform was run with a test manikin for 20 minutes and 10 minutes with lrtf (large resuscitation test fixture) and no problems were observed. Based on the investigation, the part identified for replacement is the motor controller. The motor controller was replaced as a pre-caution. In summary, the reported complaint of the platform stopping compressions was confirmed based on the archive review. The ua17 and ua2 were observed during testing with the lrtf. However, the user advisories could not be reproduced with either the test or original motor controller board. A root cause could not be determined for the reported ua 2 message. However, per the battery hangtag - advisory codes description and action (pn 12741-001), user advisory 2 is an indication that the autopulse® has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. A root cause could not be determined for the reported ua 17 message. However, per the battery hangtag - advisory codes description and action (pn 12741-001), user advisory 17 is an indication that the lifeband is twisted or battery voltage is low. Upon replacement of the motor controller board as a pre-caution, the platform passed all testing criteria.

Manufacturer narrative:
Customer indicated that the autopulse platform was extensively tested on a mannequin, but the error was unable to be reproduced. Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.